Manufacturer narrative:
H3: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and angle closure with elevated iop. The lens was removed and yag was performed. A shorter length, spherical lens was later implanted, and the problem was resolved.